Event description:
The customer reported the supply chain received a product from the cicu with a note stating, "cracked line running epi..." No additional information is available.

Manufacturer narrative:
The customer¿s report of a cracked line was confirmed to be a tear in the tubing. Visual inspection found a tear in the tubing approximately 11 inchs below the female luer. Closer inspection of the tear under magnification found no tool marks or stress marks. No cracks or anomalies were observed with concomitant extension set model mz5305. Functional testing could not be performed due to the cut on the set. The root cause of the tear could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the supply chain received a product from the cicu with a note stating, "cracked line running epi..." No additional information is available.